Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient had high blood glucose levels and their stomach was hurting and they vomited. The patient's blood glucose level was 400 mg/dl while they went to the hospital and when they got to the hospital it was 526 mg/dl. The patient's mother stated that they put the patient on intravenous therapy with an insulin drip and was given medication for nausea.